Manufacturer narrative:
Block b3: exact date unknown, event occurred for a year prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging confirmed that the leads migrated. The patient underwent a lead explant procedure and was doing well postoperatively. The explanted devices were not returned.